Event description:
It was reported that during the insertion of a gastrectomy tube, upon firing the device across the stomach the surgeon observed that 1/3 of the staple legs were not formed. Only 2/3 of the staples formed, the last 1/3 did not. The surgeon over-sewed the area. There was no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.